Manufacturer narrative:
Method - device mfg history record review. Case angiograph review. Results - lot was processed normally and all pre-release specifications were met. Overinflation of gore balloon sheath balloon. The gore balloon sheath balloon appears to be grossly overinflated. Overinflation of the magnitude shown in the images would likely occlude the gore balloon sheath working lumen. The resistance noted during the passage of the guidewire through the sheath was likely due to the guidewire puncturing the gore balloon sheath balloon.

Event description:
A gore flow reversal system was used for embolic protection during a carotid artery stenting and angioplasty procedure. All components of the system were placed and flow reversal was established. Resistance was felt as a guidewire was advanced past the gore balloon sheath balloon, and shortly after it was noted that the balloon had lost wall apposition. The balloon could not be re-inflated. The physician left the gore balloon sheath in place in the common carotid artery, and also left the gore balloon wire balloon inflated and in place in the external carotid artery. He then inserted a distal embolic filter device and completed the procedure.